Event description:
It was reported that the event involved a male pt while in the angiography room during insertion. During product prep, the user pulled negative on the intra-aortic balloon (iab) before pulling out from the tray. The md attempted to insert the iab through the teflon sheath via left femoral artery when difficulty was met. The user felt resistance half way through and could not advance the iab through the teflon sheath. As a result, the iab and sheath were removed together as one unit successfully. The user inserted a non-arrow kit through the same insertion site (left femoral artery) successfully. No delay or interruption in therapy noted. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome is good.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.